Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, " inadequate range of motion due to improper selection or positioning of components." Number 9 states, "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2016-00763 / 00767 & 3002806535-2016-00095).

Event description:
Legal counsel for patient reported the patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported the patient underwent a revision procedure on left side on (B)(6) 2013 due to patient allegations of audible noise, elevated metal ion serum levels and fluid collection. The medical records indicated metal staining, synovitis and bone damage were present. The femoral head and acetabular cup were removed and replaced. Patient's legal counsel further reported the patient underwent a revision procedure on the left side on (B)(6) 2014 due to patient allegations of pain and fractured screw. The medical records indicated loosening of the acetabular cup and a piece of the fractured screw was retained. The femoral head, acetabular liner and screws were removed and replaced. Subsequently, patient's legal counsel reported the patient underwent a revision procedure on the right side on (B)(6) 2014 due to patient allegations of audible noise, elevated metal ion serum levels, fluid collection, pain and limited mobility. The medical records indicated trunnionosis, black debris and synovitis were present. The femoral head was removed and replaced with an acetabular liner and femoral head. Patient's legal counsel further reported patient underwent a revision procedure on the right side on (B)(6) 2015 due to unknown reasons. The femoral head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 8 mdrs filed for the same patient (reference 1825034-2016-00330 / 00763 - 00767 & 3002806535-2016-00050 / 00089).

Event description:
It was reported by patient's legal counsel patient was revised on the right side approximately nine years post-implantation due to allegations of pain, audible noise, elevated metal ion serum levels, fluid and limited mobility. The femoral head was removed and replaced with a femoral head and acetabular liner. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative records received reports during the procedure, evidence of trunnionosis, black debris, and synovitis were noted.

Manufacturer narrative:
Medical devices: 15-106058 m2a-38 cup non flared sz 58mm 093100; 11-173663 m2a 38mm mod hd +3mm nk 760400; 106064 ran/bur rnglc shl 64mm sz 26 146090; 103534 ti low profile screw 6.5x35mm 099150; 103532 ti low profile screw 6.5x25mm 925500; 103537 ti low profile screw 6.5x50mm 049440; x11-170318 integral/xlat por profile 18mm 013210; 650-1055 cer bioloxd option hd 28mm 471530; 15-106060 m2a-38 cup non flared sz 60mm 363220; 650-1067 cer option type 1 tpr 1 519180; ep-200144 act artic e1 hip brg 2 178850.; 650-1058 cer bioloxd option hd 1 895910; 650-1067 cer option type 1 tpr 1 937940; 31-323230 3.2mmx30mm rnglc+ acet 1 490140; ep-108426 e-poly 40mm +3 maxrom 1 825480; x11-170318 integral/xlat por prof 1 162970. Reported event was confirmed by review of the provided xrays and revision op notes. Review of revision operative notes states bilateral patient underwent right hip revision surgery. Surgeon states there was black debris found to be within the capsule nodular synovitis and fair amount of trunnionosis. X-ray review notes provided states patient left hip show that he has a couple large fluid collections consistent with metallosis. DHR was reviewed and no discrepancies were found root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.